Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was at 600 mg/dl and the battery cap off the insulin pump could not be removed, as it was stripped. The customer's mother stated she would take him to the emergency room to be treated. Nothing further reported.